Event description:
Patient has a right anterior cruciate ligament repair in 2002, utilizing an allograft, screw(s) and suture. The manufacturer of the screw(s) are unknown to this reporter. After the date of 2002, it was reported that the patient returned to surgery for three (3) individual wound irrigations to the surgical wound site. These dates are unknown. Patient was provided with antibiotics before the explantation. Two months later, the surgeon removed the allograft, screw(s) and suture. A course of antibiotics was continued. Surgeon advised distributor that the patient is out of pain and doing fine.